Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display and stuck button alarm. Customer states they did not press a button down for 3 minutes or longer. Customer states the display was not blank less than 30 seconds. Customer states display was blank currently. Display returned after pump restart. The customer¿s blood glucose level was 205 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with unresponsive buttons due to corroded keypad trace. Unable to perform sleep current measurement, active current measurement, displacement test or selftest due to unresponsive keypad.